Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect stopper assembly with the incident lot was observed.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had a loose stopper. There was no report of injury or medical intervention.